Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the slight deviation of 1 of the 4 pedicle screw was detected by the surgeon during the surgery with a post-placement verification fluoroscopy (x-ray), and the screw position was corrected at the very same surgery. The final outcome of the surgery was successful as intended, with all screw positions correct. There was no harm or negative effect to the patient due to the screw placement, neither reported due to the prolong of surgery/anesthesia (of ca.30min). There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or connected nerves or blood vessels) due to the slight peripheral deviation of one screw. There are further no remedial actions reported necessary, done or planned for this patient. Hospitalization was not reported prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the slightly deviating placement of one of the 4 screws by ca.2mm peripheral from the intended position, can be attributed to one or the combination of the following two factors: a possible relative movement of the vertebra operated on (i.e. L5) in relation where the reference array was attached (s1), when applying forces to open the pedicle (e.g. Hammering) with the navigated probe, leading to a shift between the navigation display of the image dataset and the actual patient anatomy. This relative movement occurs due to a non-rigid connection of the bones when applying forces during the surgery. These vertebra movements relative to the navigation reference array during e.g. Hardware placement, cannot be recognized by the navigation system when displaying tracked instrument positions on the pre-surgery (registration) image. The non-navigated non-brainlab screwdriver and screw might not have exactly followed the path in the pedicle formerly created with the navigated non-brainlab probe. The user informed that there was lack of anatomical working space, potentially further contributing to this effect. Since the screwdriver and the screw were not navigated, this factor is independent of the use of navigation, i.e. The navigation did not contribute to this possible effect. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for stabilization (fusion) l5-s1 for degenerative condition, with placement of 4 pedicle screws in s1 and l5, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the drapelink reference matrix adaptor to the 3d c-arm for automatic image registration of the 3d fluoroscopy scan to navigation. Attached the navigation reference array on the spine on sacrum s1. Performed a 3d fluoroscopy scan using the 3d c-arm scanner and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation). Verified the accuracy of the registration and accepted the registration to proceed. Calibrated a non-brainlab probe to the navigation to prepare the pedicle holes in the sacrum s1 and vertebra l5 under navigation guidance. Used a non-navigated non-brainlab screwdriver intended to follow the prepared holes to place 4 pedicle screws left and right. Performed an intra-operative verification fluoroscopy (x-ray) and determined that one of the 4 pedicle screws deviated slightly from the intended position, one screw in l5 deviated a little bit peripheral by ca. 2mm. Corrected the placement of the 1 pedicle screw in l5 under fluoroscopic guidance, without the aid of navigation. Completed the surgery successfully, and closed the patient. According to the surgeon: the slight deviation of 1 of the 4 pedicle screw was detected by the surgeon during the surgery with a post-placement verification fluoroscopy (x-ray), and the screw position was corrected at the very same surgery. The final outcome of the surgery was successful as intended, with all screw positions correct. There was no harm or negative effect to the patient due to the screw placement, neither reported due to the prolong of surgery/anesthesia (of ca.30min). There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or connected nerves or blood vessels) due to the slight peripheral deviation of one screw. There are further no remedial actions reported necessary, done or planned for this patient. Hospitalization was not reported prolonged either.